Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable as the lens remains implanted (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient reported receiving cataract surgery with an pcb00 intraocular lens (iol). Unfortunately, the result was not what she had expected. The customer reported that her desired visual acuity was not achieved. Improvement was only approximately 80 - 150 cm. Further more she is experiencing regular temporary sensitive disturbances (no dry eye) as well as a strange perception of light sources in the dark. No further information was provided.